Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding high or low blood glucose incident with the insulin from the attorney of the family. The information was received on september 5, 2019. Reservoir, infusion set and insulin pump will not be returned for analysis.